Event description:
It was reported that a red alert had been generated for this system due to a shock impedance measurement of 128 ohms. A boston scientific technical services consultant discussed that this is a single coil lead and it is not uncommon for the shock impedance to get to the 130 ohm range and be functioning appropriately. The consultant stated they could increase the upper limit for shock impedance to 150 ohms and if another alert is tripped, testing could be performed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.